Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 480 syringe 10ml saline fill ce experienced foreign matter contamination. The following information was provided by the customer: posiflush solution color changed to white. (As it's contaminated or precipitated). Were any drugs, solutions or other products used with the device? Sodium bicarbonate. Was the device tested prior to use? With infusion solution.

Event description:
It was reported that 480 syringe 10ml saline fill ce experienced foreign matter contamination. The following information was provided by the customer: posiflush solution color changed to white. (As it's contaminated or precipitated). Were any drugs, solutions or other products used with the device? Sodium bicarbonate. Was the device tested prior to use? With infusion solution.

Manufacturer narrative:
Investigation: a DHR for the reported batch was conducted confirming this was released according to defined specifications and requirements including sterilization and final lab testing. There were no qn's or issues associated with batch #8263587. There is no documentation for any issue affecting the saline solution, which could be related to the reported issue. All inspections performed from filling to case pack were acceptable. Sixty (60) retained samples from batch #8263587 have been inspected for discoloration. No-defective sample was found. Received picture shows a pre-used syringe with what may be blood drops on the outside. Not able to determine if the sample is discolored from the picture. It has not been found any specific circumstances, from manufacturing process, that could explain the described complaint. Not possible to determine.